Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported case damage. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced delaminated keypad. Replaced missing handle. Replaced corroded left iui and right iui with damaged isolation ribs. A review of the device history record showed the device had a manufacture date of 15mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was due to delaminated keypad of the front case assy w/ keypad 8015 m2.

Event description:
The customer reported case damage. There was no patient involvement.

Event description:
The customer reported case damage. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced delaminated keypad. Replaced missing handle. Replaced corroded left iui and right iui with damaged isolation ribs. A review of the device history record showed the device had a manufacture date of 15mar2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to delaminated keypad of the front case assy w/ keypad 8015 m2. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.